Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 27-28, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. During the visual inspection of the returned sample, white fiber of foreign matter was identified in the solution, and the visual inspection of the photo sample showed a white fiber of foreign matter which was observed in the solution filled. Functional testing was not performed, and white fiber of foreign matter was observed. The reported condition was verified. The cause of the issue was inherent contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a 2000ml exactamix eva (ethylene vinyl acetate) bag. The pm was described as, ¿a white strip-shaped foreign object¿. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.